Event description:
It was reported that the patient with right ventricular (rv) lead had a left ventricular assist device (lvad) implanted. Subsequently there was noise and oversensing noted on the right ventricular (rv) lead due to electromagnetic interference (emi). Furthermore, it was noted that both the amplitude and impedance on the rv lead had decreased while the threshold measurements had increased. Loss of capture (loc) occurred at 7 volts output. The lead was examined under fluoroscopy and it looked like the lvad was directly on top of the rv lead. It also appeared that the rv lead had broken. A revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.